Manufacturer narrative:
An eval of the product concludes that misuse of the device contributed to the event. Damage to the plate provides evidence that the screws were misaligned with the plate during fixation. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
During an anterior cervical plate surgery, the surgeon had difficulty placing the screws in a cervical plate. The surgeon was ultimately successful in placing the device, but the event extended the surgery by 15 mins exposing the pt to unnecessary anesthesia. The surgery was completed successfully with no reported adverse outcome to the pt.